Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system was not fully communicating to enterprise server. A technical support specialist (tss) had dialed into the station and server. Cleared the retry and completed station sync as per knowledge article (medstation es retry mode: insert into tx.encounteritemtransaction mismatching adt.encounterpatientlocationkey) to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user stated that the device was still not fully communicated to the server. There were no adverse events or injuries reported based on this event.